Manufacturer narrative:
Pentax medical apac performed a good faith effort to gather additional information regarding this event and responded to the following questions via email on (B)(6) 2025. From the initial report, leakage from the bending rubber was confirmed; however, protrusion of the ift coil could not be confirmed. As this may affect safety, clarification was requested regarding whether any images showing the ift coil protrusion were available, whether this referred to the metal coil being exposed from the bending rubber, and whether it was a case of protrusion or merely exposure of the metal coil. In response, it was stated that all images taken during the inspection conducted by pentax medical korea would be shared. After that, the device was sent for repair, making it currently difficult to check the parts. It was confirmed that the ift coil was protruding externally, which was visible to the naked eye and could be felt by touch. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On (B)(6) 2025, pentax medical became aware of an event involving a pentax medical portable intubation fiber scope model fi-16rbs, serial number (B)(6) in south korea within the apac region. A leak was found at the bending rubber section of the endoscope. In addition, the metal blade of the insertion tube was protruding. No abnormalities were found in other inspection items. No patient harm has been reported. This event occurred during reprocessing. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information: b4: date of this report - updated. G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes". H6: codes updated - type of investigation, investigation findings, investigation conclusions. Additional information: d4: primary unique device identifier (UDI). H4: device manufacture date. H11: evaluation summary. Evaluation summary: the reported events were a bending rubber leak and a protrusion of the ift coil. Based on the investigation, a potential root cause of the bending rubber failure was a scratch caused by a sharp object during storage or reprocessing of the endoscope. Additionally, a potential root cause of the ift failure was deformation of the ift coil due to excessive bending. A definitive root cause of the reported issues could not be identified. The scope was repaired with replacement of the bending rubber and insertion flexible tube. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at pentax medical miyagi on 29-nov-2024 under normal conditions. During the in-process inspection, a coated rubber defect was detected, and the coated rubber was replaced. However, it was confirmed that the endoscope passed all required inspections and was released accordingly. The dates of approval for shipment and the actual date shipped were confirmed on 12-dec-2024. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.